Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported the patient charged their implant to 100% today after it had been empty and now there is no vibration in their legs or spine. While on the call, patient commented it just started vibrating but then stated it stopped. Agent had caller connect through mystimrc app; caller reported therapy on in group f. Agent had caller switch to group a base 4.8 prime 4.3; patient reported they were not feeling stimulation. Caller switched to group b base 4.6 prime 3.1; patient again stated they were not feeling. Caller reported patient normally likes and uses group f. Agent had caller switch back to group f intensity at 9.4; patient commented they could feel it and it felt good. Agent advised caller to monitor and redirected to hcp if issues persist.